Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had been unable to charge. The patient underwent a revision procedure wherein it was discovered that the ipg was flipped. The ipg was replaced due to age of the device. The physician did not suspect malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.